Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed based on the review of the archive data, but was not confirmed during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position. However, before sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position, and the ua45 had been cleared. A user advisory is typically a clearable advisory message and is built into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The archive data review indicated ua45 advisory message around the customer's reported event date, confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error. The reported ua45 error could not be replicated during subsequent functional tests. Zoll is awaiting customer approval for service repair.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer followed zoll's instructions to clear the ua45 advisory with no success. The exact time the problem occurred is unknown. However, patient use information was requested, but no additional information was provided.